Manufacturer narrative:
(B)(4). The following additional information was requested and obtained: was any other treatment provided? Treatment was performed immediately after the operation. What was the final outcome of the antibiotics/ointment treatment? 5 days after the surgery, blood was stopped without any adhesive bandages. The surgeon¿s injury recovered. The injury was not recovered for 1 week, but the surgeon noticed that there had been a crystal of the glass in the wound. After removing it, the injury recovered shortly. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a spinal surgery on and topical skin adhesive was used. When the surgeon pressed the glass ampule one time for cracking it, a broken piece of the glass ampule protruded from the applicator. The surgeon got injured by the broken piece. The fingertip was torn about 3mm and bled. The operation time was extended within 30 minutes. 2 days later, during another operation, the surgeon¿s fingertip bled when he applied force to a tool with the affected finger. 5 days later, pain and swelling had not gotten well. The surgeon has been treated with antibiotics and ointment. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Sent to the FDA: 10/29/2019. Evaluation visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The instructions for use for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures,..¿